Event description:
It was reported that after a washing cycle while restocking the instrument tray, it was noticed the 4.0 cannulated hex driver tip had broken off and fractured. Reportedly the procedure in which it had been used was uneventful and the instrument worked properly. There was no reported event occurring during surgery and no reported delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The cannulated hexagonal screwdriver shaft, part number 314.23, lot number 4258894, was manufactured to the brandywine work order. Release to warehouse date: 9/18/07. Nemco incorporated manufactured the lot, per po dated may 15, 2001, for 94 parts. Their certificate of compliance indicates the parts were manufactured and conformed to the relevant drawing. The lot was inspected and conformed per specification requirements as noted in the inspection operations. The device history record included documents from the lake city heat treating corp., fry steel company, and carpenter technology. There were no material review reports, non-conformance reports, or complaint-related issues associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the returned device shows regular use during its 13 year lifespan. The shaft has roll marks and the tip broken off. The damage appears to be caused by excessive force caused by using the shafts for final tightening. The current drawing (314_23, rev. M) for the device was reviewed. There have been changes to the drawing since the device was manufactured. Dco 0702039 changed the material from 440a to 465ph (custom 465) to yield a more favorable failure mode (hex stripping vs hex shear: mt02-144). The design was updated harmonize the tolerances of the hex drive (documented in dco 10022728). The current design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are additional instruments used during cannulated screw implantations and proper use and maintenance are addressed in numerous technique guides, including j4053-h, j4236-I, j4552-g, j4868-e. Per the technique guides, a manual screwdriver must be used for final tightening. The complaint condition was caused by method of use, instrument age, and off axis use, rather than the design of the instrument. This complaint condition is possibly a result of method of use, instrument age, using the device for final tightening, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.